Event description:
The medical center reported via a medwatch (number (B)(4)) the following: "I placed a hemostatic clip pre-resection across part of the stalk. I started piecemeal resectioning using a snare and an erbe vio electrocautery unit. On the first bite I attempted 'conditioning' using pure coagulation to decrease risk of bleeding was attempted. The audible cues of the machine indicated that it was functioning properly, but visually I was not happy with appearance concerned that there was no cautery. We rechecked grounding pad and all connections. I attempted again to condition, with no audible alarms, indicating 'nl function'. At this point a green error message came up but the audible cues ceased indicating no current. This repeated itself twice. I rechecked the connections and checked to an endocut mode (soft coag followed by burst of cutting current). The audible cues indicated proper function and I asked the rn to slowly close the snare. The snare closed and a piece of the polyp came off with no cautery signs. This was followed by brisk arterial bleeding which I controlled only after getting a good visual field by removing the remainder of the polyp in multiple pieces using a different cautery device (conmed beamer), which functioned perfectly. I left a photodocumented completely dry field and admitted the pt for observation, on monitor. She rebleed and got vagal on floor. Was tx to ICU and had neg angio. Currently 30 hrs, stable, no tx. And no re-bled. Hgb drop from 13 to 10."

Manufacturer narrative:
The electrosurgical unit (esu) has been returned and currently is being inspected/tested. Upon completion of the eval, a f/u report will be provided.